Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a permanent implant procedure, the patient lost motor function during lead placement. As a result, the procedure was aborted. Further follow-up indicates that the patient has regained motor function.